Manufacturer narrative:
This is supplemental MDR to report investigation results. The returned torflex transseptal guiding sheath was analyzed, and a visual inspection result noted that there were no visual defects on dilator and sheath. The returned product passed the pre-decon flushing and the post-decon flushing test. The stopcock handle was returned in a separate pouch. The vhx testing of the stopcock confirmed the break at the neck of the lever of the sheath. There was resistance noted during the stopcock rotation while performing the manual manipulation testing.

Event description:
It was reported that during the preparation of the transeptal puncture procedure to treat atrial fibrillation, torflex transseptal guiding sheath was selected for use. The broken device was noted upon opening the package. No troubleshooting steps have been mentioned. The procedure was completed successfully by using another torflex transseptal guiding sheath. No patient complications have been reported. The product is expected to be returned. No further issues have been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the transeptal puncture procedure to treat atrial fibrillation, torflex transseptal guiding sheath was selected for use. The broken device was noted upon opening the package no troubleshooting steps have been mentioned. The procedure was completed successfully by using another torflex transseptal guiding sheath. No patient complications have been reported. The product is expected to be returned. No further issues have been reported.